Event description:
Twenty minutes into transporting vent' patient the vent failed. The system failure light came on and the screen went blank . Patient was immediately bagged and pfs, fto notified at destination of incident.